Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was reprocessed incorrectly and poor color image due to a faulty ccd (charge coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable being reprocess incorrectly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the camera head had a damaged cord. There were no reports of patient harm.